Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report represents an enhancement to the reporting criteria going forward. Evaluation - feedback: the reason for the return could not be confirmed. The high pacing lead impedance measurements were not replicated during analysis with resistive loads nor were they repeatable during saline testing with leads. Electrical measurements found normal device characteristics. The cause of the high pacing lead impedance measurements is suspected to be a lead connection issue.

Event description:
It was reported that rv lead impedance recorded at 550 ohms through the psa, but the device recorded it at over 3,000. Device not implanted.